Event description:
It was reported that this right ventricular (rv) lead exhibited low detection after implant (post wound closer). This rv lead was explanted and replaced immediately. This explanted rv lead is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. Product analysis complete.

Manufacturer narrative:
His report is being submitted to update a1 (patient identifier) b5 (describe event or problem),d8 (device avail for evaluation), d9 (returned to manufacturer date), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). The returned lead was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Investigation conclusion: the device problem excluded investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low detection after implant (post wound closer). This rv lead was explanted and replaced immediately. This explanted rv lead is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.